Event description:
The customer reported the system's collimation and rotation had frozen. The customer was describing a system lockup. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and several circuit boards were reseated. The system was then found to be operating as intended.